Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011 and 17/oct/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii; rupture.

Event description:
Patient reported being diagnosed with a neurological disorder specified as ¿celiac disease¿ and being diagnosed with cancer, specified as ¿malignant melanoma¿ which are not device related. Patient then reported having "moderate" breast pain. Patient additionally reported the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Later healthcare professional reported "intracapsular rupture and baker ii" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Event description:
Patient reported being diagnosed with a neurological disorder specified as ¿celiac disease¿ and being diagnosed with cancer, specified as ¿malignant melanoma¿ which are not device related. Patient then reported having "moderate" breast pain. Patient additionally reported the left side as "firm and looks abnormal due to capsular contracture," baker grade iii. Later healthcare professional reported "intracapsular rupture and baker ii" confirmed via ultrasound. This record is for the left side. Device has been explanted and replaced. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.